Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device was interrogated but was unsuccessful. No intervention has been conducted at this time but device explant is expected at the next in-clinic follow up. The patient was stable with no consequences.